Manufacturer narrative:
Device implanted in 2011.

Event description:
It was reported that a patient had transobturator tape inserted in 2011 for stress incontinence. It was indicated that the patient has continued stress urinary incontinence and a small vaginal mesh erosion was confirmed. On (B)(6) 2015, extruding tape was excised and edges of the vagina were closed via a vaginal incision. No additional patient complications were reported in relation to this event.